Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the site, and it was stated that there had not been any ongoing issues with a 30-degree endoscope. The issue was resolved with either an endoscope replacement or restarting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was flipped and the endoscope moved freely with uncontrolled motion. The surgeon confirmed desired orientation when endoscope was installed with the endoscope and endoscope¿s adapter/base still engaged properly. The procedure was completed with backup scope. There was no reported injury. The endoscope was sent for repair.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, site contacted technical support engineer (tse) to report an issue with the endoscope image on a 30-degree endoscope looked like a 0-degree image. Tse advised the customer to remove the endoscope and clutch the arm or perform a system restart, but customer was not at a point that they were able to do that. Customer was continuing with case with no reported injury.